Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure while trying to staple bronchus, a crack sound was heard from handle and the device unable to form b-formed staples. U-formed staples were noted at the distal end. Another device was used to complete the case. There was no patient injury.